Event description:
Account reports getting zero or negative pt results for creatinine, which result as normal when repeated. No actual pt data provided. The field service rep determined the cause for the discrepancy was due to a clot in waste line and tubing, and removed clots. Performance tests were performed and within specifications.